Event description:
It was reported by the customer the cutter wouldn't cut during a breast biopsy. The customer reported the case was aborted. It was reported that the breast had been pierced. It was not reported whether there was any consequence to the patient.